Event description:
Oversensing was confirmed after crtd and the lead were connected. The use of this device was canceled because the oversensing was occurred when touching the crtd. The invasion of the blood is observed in a connector. Grommet damage. This was reported during the implant procedure; the device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Grommet damage was noted.